Manufacturer narrative:
Siemens filed the initial MDR 1219913-2023-00241 on september 27, 2023. An outside united states (ous) customer contacted a siemens customer care center to report falsely elevated ca19-9 results were obtained on a patient sample on an advia centaur xpt system which were considered discordant with the lower results from three alternate methods. The discordant elevated results were reported to the physician(s) who questioned the results. A corrected report was issued. October 05, 2023 additional information: siemens investigated. The initial issue was reported as a postoperative sample from a patient with cervical mucous adenocarcinoma that recovered 183 ¿ 190 u/ml with the advia centaur xpt ca 19-9 lot 524 but was < 25 u/ml with the three alternate method ca 19-9 assays. All related ca 19-9 controls were within the normal ranges. The customer was not able to provide a list of medications/supplements the patient was taking. When the sample was treated with a heterophilic blocking tube (hbt) and tested with the advia centaur xpt ca 19-9 assay the result dropped to 6 u/ml indicating that heterophilic antibodies are elevating the results with the advia centaur xpt ca 19-9. As stated in the advia centaur ca 19-9 instruction for use (IFU) in the limitations section: "heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis." Based on the available information, the cause of the discordant result is consistent with a sample specific interferent. No further evaluation of the device is required.

Manufacturer narrative:
An outside united states (ous) customer contacted a siemens customer care center to report falsely elevated ca19-9 results were obtained on a patient sample on an advia centaur xpt system which were considered discordant with the lower results from three alternate methods. The discordant elevated results were reported to the physician(s) who questioned the results. A corrected report was issued. The quality control (qc) recovered within ranges on the day of the event. The IFU states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." The IFU states in the limitations section: "warning do not use the advia centaur ca 19-9 assay as a screening test or for diagnosis. Do not predict disease recurrence solely on levels of advia centaur ca 19-9. Normal levels of advia centaur ca 19-9 do not always preclude the presence of disease. Note do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient¿s clinical evaluation. The concentration of ca 19-9 in a given specimen determined with assays from different manufacturers can vary because of differences in assay methods, calibration, and reagent specificity. Ca 19-9 determined with different manufacturers¿ assays will vary depending on the method of standardization and antibody specificity. Therefore, it is important to use assay specific values to evaluate quality control results." Siemens healthcare diagnostics is investigating.

Event description:
Falsely elevated ca19-9 results were obtained on a patient sample on an advia centaur xpt system which were considered discordant with the lower results from three alternate methods. The discordant elevated results were reported to the physician(s) who questioned the results. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated ca19-9 results.